Event description:
It was reported that the hospital staff had difficulties with getting the anesthesia system to supply gas to the patient. There was no patient harm. Manufacturer's reference number: (B)(4)..

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our company field service engineer. One of the connection seals in the vaporizer housing slot 2 was found out of place. This caused a leak resulting in a stop of ventilation situation. After having re-positioned the connection seal, the system check out was successful. No parts needed to be replaced. The device was cleared for clinical use. We have not been able to determine why the vaporizer seal came loose.

Event description:
Manufacturer's reference number: (B)(4).